Manufacturer narrative:
Batch review performed on 26 may 2026 gmk-sphere 02.12.0006r gmk-sphere femoral component cemented - 6r (k121416) lot 2012023: (B)(4) items manufactured and released on 15-jan-2021. Expiration date: 2025-12-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0510crr tibial insert fixed sphere cr size 5/10 mm r (k181635) lot 2009877: (B)(4) items manufactured and released on 17-nov-2020. Expiration date: 2025-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.07.1205r tibial tray fix cemented s.5r (k090988) lot 2009495: (B)(4) items manufactured and released on 02-dec-2020. Expiration date: 2025-11-23. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.07.0036rp resurfacing patella size 4 (k113571) lot 2011091: (B)(4) items manufactured and released on 18-march-2021. Expiration date: 2025-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 5 years 1 month after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta implants and implanted antibiotic spacers. The surgery was completed successfully.